Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer indicating that the v60 ventilator displayed a backup alarm failure. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
The service engineer reported that the issue could not be duplicated during the check performed. However, it was noted that a "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log. The se replaced the central processing unit (cpu) as a preventative measure.

Manufacturer narrative:
The suspected central processing unit (cpu) board was returned to philips for evaluation. The technician verified that the alarm error code e1104 shows in the log. No associated occurrence or error code e1104 could be duplicated at the product investigation lab (pil) during the boot up of the cpu printed circuit assembly (pca) or standard test bed (stb) operation using the cpu pca. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pca passes all engineering testing and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured showing a solid 406.5k ohms, verifying that ls1 is not shorted or open. Tech verified that ls1 (secondary speaker) functions with as expected with 10vdc (volts direct current) applied with the bk precision 1696 dc regulated power supply. The technician purposely generated an alarm condition by the temporary disconnection of the pprox tube from the pprox port of the stb. The technician verified the alarm for pprox was generated as expected. There was no problem found with the returned cpu board. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.